Event description:
The following was reported via maude event report (B)(4). (B)(6) 2011 - patient was implanted with multiple medical devices including a bard perfix plug for repair of a right inguinal hernia. (B)(6) 2011 - patient was implanted with multiple medical devices including a bard perfix plug for repair of a left inguinal hernia. (Note: see MDR 1213643-2013-00204 for information related to this bard implant.) It was reported that three weeks following implant he began having problems with his bowels, muscle weakness, muscle pain, sleeping problem, fatigue, mental status confusion, weight loss, urinary problems, short term memory loss, unable to do daily functions and chronic abdominal pain. It was reported that the patient experiences numbness throughout his body and that two nerves were entrapped in both plugs on both sides. It was reported that on (B)(6) 2012 the patient underwent explant of the mesh and he still experiences the problems.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. No specific device failure has been reported and medical records have not been provided. Patient contact information was not provided in the maude event report, therefore additional information cannot be requested. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. This MDR includes all patient, event, and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.